Event description:
It was reported that a week after a device change the patient developed a systemic infection. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 429878 lead, (B)(6) 2014. (B)(4).